Event description:
It is reported that a customer experienced high blood glucose of 459 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer reported that their serter is damaged. The customer was advised to send the serter back for analysis. The customer removed the infusion set and found that the cannula was also bent. The customer's serter and adhesive will be replaced. No further information was provided.

Manufacturer narrative:
Inspected one opened quick-serter for locking and proper operation per specification and performed insertion test using a new lab quick-sets onto rubber skin. Both quick-serters failed per specification. Found the quick-serters barrel walls with excessive glue from quick-set tape.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.